Event description:
The surgeon was using the resectoscope with cutting loop, while resecting the prostate. The cutting loop broke off inside the bladder. The surgeon retrieved the broken piece from the bladder without incident. Another cutting loop from boston scientific was used to resect the prostate without incident. No long term harm to pt.

Manufacturer narrative:
Based on the info provided by customer/ distributor - boston scientific corp on (B)(6)2013, unfortunately the product sample was not available for testing and evaluation. As a result, we investigated the retained sample of cutting loop electrode from the same manufacturing lot to duplicate the failure mode in the laboratory. The lab test conducted on (B)(6) 2013, did not exhibit any sign of failure at maximum power of 300 watts "pure" cutting power. The review of the manufacturing work order and test data for mfg lot # 0513001 also did not show any non conformance during sub assembly or final assembly operations. The 100% inspection and functional testing report for the manufacturing lot also demonstrated that the product met all of the specifications.